Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional two 20/30 priority pack devices referenced are being filed under separate medwatch report #s.

Event description:
It was reported that the indeflator was attached to the balloon dilatation catheter (bdc). The handle of the indeflator was turned to inflate the bdc, but liquid was leaking out of the back of the indeflator; the bdc was not inflating due to the leak. The indeflator was removed and a new indeflator from the same lot as the first, was attached to the bdc, but the same thing happened. A third indeflator from the same lot was attached and the same thing happened. A fourth indeflator, from a different lot was attached to the bdc, and that one worked. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported leak appears to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.